Event description:
The customer reported that an 840 ventilator was inoperable. Device was being used on a patient when event occurred. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) central processing unit (cpu). Device passed all tests.

Manufacturer narrative:
(B)(4).